Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 3 was not detected on the bus. A field service engineer (fse) removed the back panel and observed that all lights were off on the module control board. A new board was installed and cables were reconnected. Upon powering on the station, the lights blinked briefly but remained off. Further inspection was conducted on the cables and solenoid. Both the drawer control board and module control board were replaced to resolve the issue. The drawer resumed normal operation, and the customer verified drawer functionality using the pyxis application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer has malfunctioned, resulting in the error message as "device not detected on bus". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.